Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2015 with blood glucose of 323 mg/dl. Customer was hospitalized due to chest pain. Customer was treated and discharged. Customer was wearing insulin pump at the time of hospitalization. Prior to the 911 call, customer reported of receiving no delivery alarms. During troubleshooting, customer was able to see and smell that insulin was leaking in the reservoir compartment but customer does not know if insulin leaked passed the first or second o-ring. Customer's blood glucose was 378 mg/dl. Customer confirmed that there were no air bubbles in reservoir compartment. Customer was advised that reservoir would be replaced.